Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of procedure: compression fracture it was reported that the patient underwent balloon kyphoplasty at l3. Intra-op, balloon ruptured during inflation. The balloon ruptured when it contacted the bone fragment that appeared to have bone sclerosis. When leakage of contrast media was found, balloon inflation was stopped and washing was performed. Then, cement was injected and the procedure was completed. The patient was not allergic to the contrast media. There were no patient symptoms or complications as a result of this event.